Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 53 mg/dl at the time of incident. The customer's blood glucose was 209 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer stated that the drive support cap was flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.